Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 600 mg/dl. Customer mentioned the infusion set cannula was bent. Customer was assisted with changing max bolus setting. After troubleshooting, customer will not be returning the device for analysis.